Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient had been experiencing pain/discomfort at their ipg site due to migration of their ipg. As a result, the patient's ipg was repositioned and secured with sutures via surgical intervention on (B)(6) 2020. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.